Event description:
It was reported that a merlin.net transmission showed farfield oversensing. Programming changes were recommended. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.